Event description:
An eye care practitioner reported that the pt presented with redness, pain and watery discharge, right eye. Examination revealed a corneal ulcer located central cornea (within the visual axis) with infiltrate, 2.5mm in size. Diagnosis of corneal ulcer with treatment consisting of antibiotic and steroid eye drops. Event resolved with no effect on visual acuity. Lens wear has resumed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).